Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg ¿ additional information. H2 type of follow up: additional information/ device evaluation . H3: device evaluated by mfg- additional information. H6: type of investigation - additional information. H6: investigation findings code- additional information. H6: investigation conclusion code-- additional information.

Event description:
Subsequent to the initial MDR, additional information is required.